Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding a cut mcl during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 069 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a cut mcl. There were no other reported events for the listed catalog number. Conclusion: session data from the case was reviewed. Areas of investigation included CT landmarks, implant plans, array shifts, cutting tool location review, and bone registration. The data at this time shows that the mako robotic arm operated as expected. No system defect or malfunction is suspected. Dr. (B)(6) performed a lateral incision in an attempt to follow an old acl repair incision that the patient already had; this is not his typical approach. This type of surgical approach may lead to insufficient visibility to medial soft tissues during bone preparation. As indicated in the mako tka surgical technique, a surgeon is responsible for sufficient retraction and soft tissue management as the system does not track any soft tissue or retractors.

Event description:
While sawing tibia saw went through and cut whole mcl... Patient had very hard bone and cutting was difficult. Surgical delay yes =15 minutes. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While sawing tibia saw went through and cut whole mcl; patient had very hard bone and cutting was difficult. Surgical delay yes: 15 minutes; case type: tka.